Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the pump alarmed for no delivery. The mother states the pump continued to alarm even after infusion set changes. The customer's blood glucose was 418 mg/dl (per svn (B)(4)) and was treated with manual injection. Troubleshooting was conducted and the alarm was resolved by complete set change.